Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. Two trocar assemblies were received for investigation. The returned samples were visually inspected and were found to be non-conforming. The returned samples included an open valve. This complaint evaluation was not able to determine the root cause of the identified valve condition. Possible root causes for the nonconforming condition include valve manufacturing controls, valve handling during assembly and handling in use. The exact root cause for this complaint is unknown. An investigation has been completed and actions have been implemented in order to improve performance of the valves. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that when inserted the second trocar cannula it was observed immediately that the valved cannula was leaking and bloody fluid was flowing out of the eye during surgery. He attempted to stop the flow of the fluid by blocking it with an instrument but that was unsuccessful. The placement of the third trocar cannula also allowed for the flow of fluid with an unsealed valve cannula. The product was replaced from the same lot and after the first valved cannula also continued to leak we were successful in inserting two remaining valved cannula and the case proceeded as usual with no abnormal instances of leaking valves. Procedure was completed with no patient harm. Additional information requested. The sample has arrived at the manufacturing site pending evaluation.